Event description:
The customer reported via phone call that she had battery issues on the insulin pump. Customer's blood glucose reached 450 mg/dl. Customer had a replacement battery cap sent and her blood glucose was not going down. Customer's blood glucose as 350 mg/dl at the time of the incident and it was currently 413 mg/dl. Customer stated that she normally has a hormonal rise in the morning but this morning she had to give herself a manual injection. Customer had dry eyes, felt thirsty, and was also not feeling well. Customer is at work and cannot troubleshoot. Customer stated that she would like a loaner pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.